Event description:
The customer reported that the system would intermittently not display a usable/stable/viewable fluoroscopic live image. There is no report of injury or death.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 12 volt power supply. The system operates as intended.